Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-08-04. The rep reported that the cause of t he end of service (eos) message was patient non-compliance with recharging. The rep reported that the eos was resolved. The rep reported that the patient's weight was at least (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient¿s ins was overdischarged. The rep reported that the recharger stats showed that on (B)(6) 2017 was the last time the patient attempted to charge. The rep reported that the last battery voltage documented was 2.88v which was a discharged ins. The rep reported that the patient stated that this was her second overdischarge, unknown when the first overdischarge occurred. The rep reported that he performed on physician mode recharge (pmr) for 60 minutes, pressed the green button, saw a power on reset (por) screen and charged up the battery. The rep reported that they got 4 coupling bars, adjusted the antenna and retried the charging sessions. The rep reported that they got 8 bars, saw the por, tried to communicate with the clinician programmer but it stated the ins needed to be charged, so he started charging the ins again and then the end of service (eos) screen came up. No further complications were reported.